Event description:
The customer reported that the left side of the oer-3 endoscope reprocessor overheated, causing a burning smell. When the field service engineer (fse) checked the inside of the oer-3, it was found that there was a hole in the binding part of the detergent tube closest to the washing tank. Additionally, it was found that the reprocessor had been operating while the liquid was leaking, and several scopes had been reprocessed with this condition. There have been no reports of patient harm or infection due to the event. This report is being submitted for the evis lucera elite colonovideoscope that had been reprocessed in the oer-3 and then used in a procedure. The oer-3 endoscope reprocessor is being reported in the MDR with patient identifier (B)(6).

Manufacturer narrative:
The subject device was not returned to olympus for further evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the available information and results of the investigation, the scope was likely incorrectly reprocessed due to the use of a leaking reprocessor; however, a definitive root cause could not be determined.